Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was returned with the keypad lifting up below the "ok" keypad button. The "up/down/ok/contrast" keypad buttons are intermittently responding and require excessive force to activate during testing. The keypad was removed for further investigation. During a visual inspection, the "up/down" key contacts are misaligned, and the "up/down/ok/contrast" key contacts are inverted and do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The lay-user/pt alleged that the button on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.